Event description:
It was reported that during an unk procedure, the device became hot and observed a burn and perforation of the operating theater. The burn in the theatre was not the pt but the drape in the theatre. No further informations were provided. No pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device was not returned.